Event description:
It was reported that implantation of an impella 5.5 failed as the pump kinked in response to the patient anatomy. The second impella 5.5 was attempted but also failed to advance into position. Pump delivery was aborted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the root cause of delivery issue is determined to be patient condition because it was difficult to pass the left subclavian stenosis and the cannula got kinked during implantation. Later they tried with a different pump and had the same difficulty while inserting and the case was aborted. The root cause of cannula kink was determined to be patient condition because pump was unable to pass past laca for left subclavian stenosis and cannula was kinked during proximal to outflow cage during the process. H6 medical device problem code inadvertently omitted on the initial manufacturer device report number.